Manufacturer narrative:
Section d4, h4: additional information: section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion a specific cause for the reported driveline infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists localized, driveline, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient presented to the emergency department with complaints of lower extremity swelling and acute drainage from the patient¿s driveline site. Treatments included hospitalization, changes to medication and oral antibiotics to parenteral antibiotics. Additional information was requested but not provided.